Manufacturer narrative:
The device failed tests relating to output encoder function and calibration. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for a firmware update and subsequently tested out of spe cification during manufacturer's analysis. No patient involvement or complications were reported as a result of this event.